Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: on investigation, moisture was found in battery compartment due to a crack in the battery compartment. Leak test failed due to battery compartment leak. Moisture was observed on all internal components and the pump did not power on; totally unresponsive. Investigation duplicated the complaint.